Manufacturer narrative:
It was clarified by the treating surgeon that the patient's difficult postoperative course was not attributable to the problem with the swan-ganz catheter.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Vessel perforation/damage may occur as a result of suturing the pulmonary artery catheter into a surrounding structure. In this case, a right atriotomy was performed to remove the catheter. Any vessel perforation/damage may cause significant bleeding/ injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per receipt and review of medical records for an associated complaint regarding a mitral valve replacement, it was discovered that an issue occurred with a swan-ganz catheter during the procedure. Per the operative report dated (B)(6) 2019, it was reported that a (B)(6) year-old female with mitral insufficiency underwent mitral valve replacement using a 29mm edwards pericardial valve with excision of a previous mitral valve ring and redo sternotomy. The associated mitral valve complaint involved an issue with the sutures becoming ensnared in the valve mechanism upon removal of the valve holding device. In that instance, the sutures were excised and the valve was removed. A new series of annular sutures and valve were placed and during the de-airing and re-warming process, the heart was electrically defibrillated with atrial and ventricular pacing wires placed. Upon ventilation being re-instituted, the patient was noted to have some bleeding along the atrial suture line. This complaint was initiated because it was reported that the bleeding along the atrial suture line was controlled with multiple interrupted 4-0 prolene sutures; however, at some point during the process, the swan-ganz catheter became entrapped in the suture line. Therefore, a right atriotomy was performed and the swan-ganz catheter was removed. The atriotomy was repaired with a running 6-0 prolene suture and the patient was separated from cardiopulmonary bypass with "moderate difficulty." A right pleural tube and two mediastinal tubes were placed. After closing the sternum with sternal wires, the patient became "profoundly hypotensive" and the chest was re-opened. It was concluded that the patient's edema "made it unwise to attempt sternal closure", so a silastic patch was placed in anticipation of a delayed sternal closure. The patient was returned to the ICU in critical but stable condition. The total estimated blood loss on the operative report was noted as 5ml and the cardiopulmonary bypass autogolous blood salvage report noted a packed red blood cells volume return of 1145ml. Post-operatively, the patient was diagnosed with anasarca, suspected soft tissue infection (cultures were negative), persistent atrial fibrillation, pulmonary infiltrate, fever, and anemia following ¿acute post-operative blood loss¿. On (B)(6) 2019, the patient underwent closure of the sternotomy and returned to the ICU in stable condition but could not be weaned from ventilator support. As of her discharge date on (B)(6) 2019, a gastrostomy and tracheostomy were in place and the patient remained on ventilator support with spontaneous respirations. She remained anasartic with atrial fibrillation/flutter and was extremely weak but alert and able to move all extremities to command. Discharge to long term acute care (ltac) within a skilled nursing facility was recommend due to her need for ongoing rehabilitation, supplemental nutrition, and ventilatory management. There was no mention within the provided medical records if the atriotomy for removal of the swan-ganz catheter is believed to have caused and/or contributed to the patient's post-operative issues and course of treatment. The model and lot number are also not referenced within the provided records. It is unknown if the catheter is available for return. The customer has been unresponsive to follow-up attempts to determine the answers to the outstanding details just mentioned.